Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto, lasso. Other companies devices that used in this study: safire blu, arctic front, blazer, navx. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 30 day procedural safety data were collected from may 2009 to may 2015 in five us centres for consecutive patients undergoing firm plus pvi (firm-pvi) compared with contemporaneous controls undergoing pvi without firm. Among them, 1 patient in pvi-controls had myocardial infarction. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿multicentre safety of adding focal impulse and rotor modulation (firm) to conventional ablation for atrial fibrillation¿ the purpose of this study was to determine the procedural complication rate for firm-pvi compared with pvi-controls. Thermocool ablation catheter, safire blu ablation catheter (st. Jude medical), arctic front cryoballoon ablation catheter (medtronic) and blazer ablation catheter (boston scientific) were used in this study. It is unknown which patients used thermocool catheters. Bwi takes conservative approach to document all adverse events under themrocool ablation catheters.